Event description:
It was reported to medtronic minimed that the customer experienced calibration not accepted alert, change sensor/bad sensor, sensor glucose and the blood glucose values are not in range. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-7040a. The sensor glucose value was 171 mg/dl and the blood glucose value was 60 mg/dl. Customer is reporting a discrepancy between sensor glucose and blood glucose values which is not within range. Customer reports receiving a "calibration not accepted" alert. Customer entered a new blood glucose to calibrate but calibration was not accepted and a "change sensor" alert was received. No harm requiring medical intervention was reported. The customer will discontinue to use the sensor. Mmt-7841zn was requested and customer response was the device will be returned. Mmt-7040a was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.